Event description:
On 06/17/2024, it was reported by a sales representative via (B)(4) that an ar-4020c-06 fastthread¿ biocomposite¿ interference screws tip was immediately chipped off upon initial insertion. This occurred during a case and despite multiple attempts to continue to insert the screw, it failed to go in. The patient was not harmed, and we completed the case successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0111. Precautions: 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal. The most likely cause for the reported failure can be a user error due to misaligned insertion, and/or prying/levering the device during insertion.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was provided on 06/19/2024 where the sales representative stated the event occurred on (B)(6) 2024 during an mpfl procedure. The bone socket was prepared using an acorn reamer. The bone quality of the patient was decent to good as it was a younger patient.